Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, prior to use, the physician opened the device packaging of an enterprise2 4mmx16mm intracranial stent (encr401612, 8997147) and removed the device from dispenser hoop. It was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in the patient. The physician switched to a new stent to complete the surgery. Additional event information received on 28-oct-2024 indicated that there was no packaging issue. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use. One picture was provided with the complaint report. The photo shows a detached stent next to device packaging. No damages are visible in the stent shape or material integrity. The rest of the device is not visible, and no other damage or relevant details can be observed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The reported complaint regarding a detached stent can be confirmed based on the observed condition in the photo, however there is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A non-sterile enterprise2 4mmx16mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire was in good condition (i.e., no kinks, bents, or elongations). The introducer was not returned for evaluation. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent becoming prematurely separated from the delivery wire was confirmed since the stent was noted as already separated from the delivery system. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The introducer component might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8997147. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, prior to use, the physician opened the device packaging of an enterprise2 4mmx16mm intracranial stent (encr401612, 8997147) and removed the device from dispenser hoop. It was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in the patient. The physician switched to a new stent to complete the surgery. Additional event information received on 28-oct-2024 indicated that there was no packaging issue. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use.